Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead displayed pauses in pacing of approximately 2.5 seconds. The local boston scientific field representative reported that device manipulation and isometrics were unable to any noise or reoccurrence of the clinical observation. Impedance and threshold measurements were acceptable. There was no further trouble-shooting performed and there was no plan for intervention at the time. No adverse patient effects were reported. The system remains in service.